Event description:
It was reported that the 4.5cm artificial urinary sphincter (aus) cuff was explanted due to unspecified reasons. A new 4.0cm cuff was implanted. Additional information received states the cuff was explanted due to erosion. The patient presented with recurring incontinence.